Event description:
Dealer states the end user was using the toilet seat and the front bolt came off causing him to fall and hit his head on the floor. The provider states the end user was discovered unconscious and had to be taken to the ER